Event description:
Customer reported being hospitalized due to diabetic ketoacidosis. It was mentioned the customer had a heart attack while she was in the hospital. Troubleshooting was performed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.